Event description:
The customer reported being in the emergency room due to high blood glucose of 640mg/dl, and she was treated with an insulin drip. The caller stated that she was released the same day and returned back after several hours. The customer mentioned that she was not feeling well. Troubleshooting was performed. The time, date, and bolus wizard setting were correct. Assisted the customer to run the manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to change the entire infusion set and reservoir. Advised that the device is functioning as designed and to talk the doctor about the scar tissue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.